Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized despite use of confirmed working outlets, tandem charging cable, wall adapter, and alternative charging components, though pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, techincal support arranged shipment of replacement pump.